Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The patient was reimplanted with another device (date not reported).

Manufacturer narrative:
This report is filed january 8, 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.